Event description:
Plunger seemed to malfunction when trying to use on pt and even after removing from pt line. Dose or amount: 10 ml; route: intravenous(not otherwise specified). Is the product over-the-counter? No.